Event description:
It was reported that during a lobectomy, the shaft came off the device after firing and it would not release the tissue. The tissue was cut and additional suturing was performed. There were no adverse consequences to the patient.

Manufacturer narrative:
Info anticipated, but unavailable at this time.